Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the pt was brought in for a shunt revision. The ventricular catheter had become disconnected from the snap base, and no flow of csf was noted.

Event description:
It was reported that the devices were used during a laparoscopic gastric bypass. The trocar sleeves were leaking. Continued to use the same trocars to complete the case. There was no adverse consequence to the patient. The universal seal would not return to center, it appeared that when the universal seal was off center that is when the leaking occurred.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. The analysis results found that device (b) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. It was noted that the bottom ring was cracked. The batch record was reviewed and no anomalies were noted during the manufacturing process.